Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a optrell mapping catheter with trueref technology and during mapping, the patient experienced cardiac perforation that required surgical intervention. About 10 minutes after the start of mapping of the left atrium with the optrell, a drop in blood pressure was observed, which was confirmed by echocardiography, and cardiac tamponade occurred. The patient had a large amount of bleeding and could not recover even with drainage, and was transferred to another hospital, while being connected to percutaneous cardiopulmonary support (pcps). The patient required extended hospital stay due to additional intervention. Open chest surgery was performed. The perforation site was left atrial roof. The patient was hospitalized in the intensive care unit in another hospital due to open chest surgery with extracorporeal membrane oxygenation (ECMO). The patient has improved. Septal puncture was performed with rf needle. No ablation was performed prior to noting the pericardial effusion. The physician's assessment was the event was critical, there was a causal relationship to the product and the health hazard. The physician believes that a hole might be made in the left atrium, which was highly likely made by the optrell shaft. He/she thinks that the event was more likely due to improper operation rather than a product defect. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31183376m and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 3-jul-2024, bwi received additional information regarding the event. The medical team re-clarified that the patient's "cardiac arrest" was strictly in reference to a past medical history of "heart failure". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).